Manufacturer narrative:
Reported event: an event regarding revision from partial knee procedure to a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were other reported event for the listed catalog number (B)(4). Conclusion: the session and vp log data from the case was reviewed. An analysis of the implant plan, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints values, CT landmarks/patient landmarks, 3d bone model/CT landmarks shift, and bone segmentation was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. If the CT landmarks are adjusted when the 3d bone model is shifted, this could result in inaccurate landmark positioning. We cannot tell if these landmarks adjusted when the 3d bone model was shifted to an inaccurate location, but this could cause the system to display a large delta to actual clinical values on the ligament balancing page. The final CT landmarks positioning in the provided session indicate that the final landmarks were selected properly.

Event description:
Dr. (B)(6) had his 3rd mako tka today. The case was all normal until we entered the ¿ligament balancing¿ and noticed the flexion number was at 19 deg. Although the leg perfectly straight. After going into the CT landmarks tab I noticed all of the femoral landmarks were floating off the bone. These were all confirmed before the case and were all spot on. I proceeded with correcting the landmarks and then had dr. (B)(6) get the blue probe to confirm everything was still ok in the bone registration tab. Everything was spot on. We then went back to ligament balancing only to see the same flexion numbers as before (18-19deg.). This was very confusing because I had just corrected them. I went back to CT landmarks and the landmarks were once again floating in space and the segmenting was off the bone. After that, I called (B)(6)and (B)(6). Together, we decided proceeding with the case was not in the best interest of the patient. Dr. (B)(6) agreed and we opened the manual instrumentation. Surgical delay: 30 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) had his 3rd mako tka today. The case was all normal until we entered the ¿ligament balancing¿ and noticed the flexion number was at 19 deg. Although the leg perfectly straight. After going into the CT landmarks tab I noticed all of the femoral landmarks were floating off the bone. These were all confirmed before the case and were all spot on. I proceeded with correcting the landmarks and then had dr. (B)(6) get the blue probe to confirm everything was still ok in the bone registration tab. Everything was spot on. We then went back to ligament balancing only to see the same flexion numbers as before (18-19 deg.). This was very confusing because I had just corrected them. I went back to CT landmarks and the landmarks were once again floating in space and the segmenting was off the bone. After that, I called (B)(6). Together, we decided proceeding with the case was not in the best interest of the patient. Dr. (B)(6) agreed and we opened the manual instrumentation. Surgical delay: 30 minutes.